Manufacturer narrative:
Other, other text: b3: unknown; no information has been provided to date. D4: UDI number unavailable. G5: 510k number unavailable. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device exhibited an error code 42221. It is unknown if there was patient involvement, no adverse patient effects were reported.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found the tamper seal to be missing, a peeling dso seal, and a damaged battery compartment. Functional testing was performed. Upon review, the reported problem was unable to be duplicated. The most probable root cause is a software malfunction. As a preventative measure a software reflash was performed. The service history review identified no indication that the complaint was related to a service of the device within the review period. G1,g2 email is: (B)(6).